Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse attempted to replicate the error on arm three but could not reproduced it. Fse placed the test instruments and checked the arm three thoroughly, no error was found, or no error code was generated. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse could not confirm or replicate the reported issue. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer reported to technical service engineer (tse) that the surgeon was unable to take control of universal surgical manipulator (usm) 3. The staff tried multiple instruments, and reported the surgeon had control of the usm at the time of the issue. The customer replaced the patient side cart (psc) with the psc from a backup system to complete the procedure. The procedure was converted to another dv system with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the intuitive surgical, inc. (Isi) failure analysis team. In system logs, the 23007 error was found indicating fault on the set up joint confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture testing platform where all relevant testing was passed within specification. Once testing was completed, the fcp pca was inspected, and no faults could be identified.